Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2014.the device was received for evaluation. Visual and microscopic inspection revealed no evidence of hair or particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "hair in the middle" of a small volume intermate. This was noted before patient use. There was no patient involvement. No additional information is available.